Event description:
Litigation papers allege the patient has suffered pain, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint litigation papers allege the patient has suffered pain, and excessive levels of chromium and cobalt. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (left hip). Patient is a resident of (B)(6). Update 23 july 2014 - der rcvd (2 july 2014) - updated dor / surgeon / hospital details / added all 4 products.